Event description:
Additional information was received reported that the device was returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot# v013744, implanted: 2006-(B)(6), product type: lead. Product ID: 748951, serial# (B)(4), implanted: 2006-(B)(6), product type: extension. Product ID: 748951, serial# (B)(4), implanted: 2006-(B)(6), product type: extension. Product ID: 7435, serial# (B)(4), implanted: 2009-(B)(6), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was replaced yesterday. It was noted that the ins was ¿puffed out¿ or it was expanded/swollen when it was removed. It was unknown if the patient had any hyperbaric treatments or any other such exposures that could cause this type of effect on the ins. They placed a new ins yesterday and did not replace any other components. It was noted that the ins died about a year ago and the patient was getting good therapy prior to the ins dying. There were no concerns about the battery longevity. The ins was going to be returned for analysis. It was later reported that the patient was doing great with the new battery.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no anomaly. The ins was received with no telemetry and no output consistent with battery depletion. The battery was observed to be expanded. Due to the battery chemistry, battery expansion was a known normal condition that would occur when a battery would depletes. The amount of expansion would depend on how rapidly the battery would deplete and/or how far it would deplete. Rapid battery depletion could cause larger expansion. For batteries that were significantly expanded such as this one, typically most of the expansion would occur after the battery would reach the eol condition. The battery expansion would stop after the battery had completely depleted. Another factor that could cause significant battery expansion was exposure to high temperature, such as autoclaving the ins after explant. There have been no incidents observed in the analysis of these devices where the battery expansion had caused a breach in the battery can or battery leakage.